Event description:
It was reported that the saddle disengaged from the screw while the rod was being seated into the screw. The screw was left implanted. There were no pt complications.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Therefore, we are unable to determine the definitive cause of the reported event.